Manufacturer narrative:
(B)(6). Date of report: 05aug2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer and the reported issue was confirmed. The fse replaced the data acquisition (da) printed circuit board assembly pcba and oxygen solenoid to resolve the reported issue. The da pcba was return for analysis. An investigation was performed and the root cause: the data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a proximal pressure sensor auto zero failed error. It is unknown if the ventilator was in use on a patient at the time of the reported event.